Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarms travel reverse error and invalid syringe size. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
D9: device received on 1/3/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The pump was only found to have a maintenance required alarm during startup. There was no known cause of the reported issue, and no further action will be taken.